Event description:
During this procedure, force was repeatedly placed on the applicator shaft by retractors, ultrasound probes and the liver tissue itself in using the applicator to serve as a retractor. Three ablation procedures for 2 minutes each at 180w were performed in and around the target area. The fourth ablation procedure was for 6 minutes at 180w in a deeper area. This was followed finally by a fifth ablation procedure for 1:30 minutes at 180w in an area slightly proximal to the site of the 6 minute ablation. After 1:19 minutes the treatment failed and as the applicator was drawn back out of the tissue it was noted that the ceramic tip had become detached from the shaft and was still in tissue.